Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. A visual examination of the stent found that distal stent row 4 was damaged with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip showed no damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An encore inflation device was used to carry out functional testing. The device was inflated to its rated burst pressure (rbp). A vacuum was pulled and the balloon deflated within measurement. The encore inflation device was verified before and after use. A visual and tactile examination of the device found no issues along the hypotube. A visual and tactile examination of the device found that there were no issues with the mid shaft, inner or outer shaft polymer extrusion. An attempt was made to load the device on a 0.014¿¿ guidewire however the wire met resistance in the wire lumen and was unable to track. The device was soaked in waterbath in an attempt to remove any hardened medium from the wire lumen. After soaking the device for 24 hours the device was loaded on a 0.014¿¿ guidewire without issue. No other issues were identified during the product analysis. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that the stent failed to deploy. The 90% stenosed, 20mm in length, concentric, de novo target lesion was lesion was located in the mildly tortuous, mildly calcified and 4mm in diameter left anterior descending artery (lad). A 20 x 4.00mm promus premier stent was advanced to treat the lesion. However, the stent could not be deployed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.